Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was detached. The detached guide catheter was not returned. The push catheter and pull wire was bent in several locations throughout. A functional evaluation was not performed due to the condition of the returned device and the stent was not returned. The investigation concluded that tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in catheters. With the catheter bound by kinks and bends, the stent would become difficult to deploy. Forcible attempt to deploy the stent could cause detachment of guide catheter. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used in an endoscopic biliary drainage (ebd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician began releasing the stent, severe resistance was encountered. Halfway through deployment, the stent was unable to be released. The physician pulled the sheath strongly and the transparent sheath at the distal tip became detached inside the patient. The broken catheter piece was removed from the patient, and the procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used in an endoscopic biliary drainage (ebd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician began releasing the stent, severe resistance was encountered. Halfway through deployment, the stent was unable to be released. The physician pulled the sheath strongly and the transparent sheath at the distal tip became detached inside the patient. The broken catheter piece was removed from the patient, and the procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be "good".